Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the sensor detached and the sensor tip remained in her skin, after one day of wearing the adc freestyle libre sensor. Customer was therefore unable to scan her glucose level and subsequently she experienced seizure. Customer had contact with the healthcare provider who took out the needle that remained in her skin. Customer was diagnosed with hypoglycemia and was treated with glucose via IV. There was no report of death or permanent injury associated with this event.